Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump has cracked case at the display window corner, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was playing volleyball. The customer's blood glucose was 145 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.